Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also reported that the left ventricular (lv) lead exhibited high thresholds and that the patient experienced diaphragmatic stimulation from the lv lead. The device was explanted and replaced. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.